Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a highest recorded blood glucose of 360 mg/dl for approximately one hour while using the ilet system, with no device alerts above 300 mg/dl for over 90 minutes and no identified infusion set or meal-related issues; the user replaced the sensor and blood glucose returned to range. Symptoms included elevated blood glucose without associated clinical sequelae. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device malfunction identified and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.